Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after initiating ilet use, with blood glucose around 60 mg/dl for approximately 45 minutes, and the event was attributed to an unclear cause; the user had recently stopped taking a long-acting insulin dose and believed residual insulin could have contributed. Symptoms included nausea and flu-like feelings. Outcomes included self-management without hospitalization or professional medical intervention, with recovery after ingestion of oral glucose tablets and peanut butter crackers and continued monitoring. Investigation included troubleshooting and education provided by support, with guidance to treat with 15 grams of carbohydrates every 15 minutes until within target range. Investigation of this case revealed no device alerts or alarms and that the system was still adapting to the user¿s insulin needs. It was concluded that the event was consistent with hypoglycemia of unclear cause with successful resolution through oral carbohydrate intake and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.